Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the units of measurement of their freestyle blood glucose monitor changed. The customer observed an error 3 and an error 4 message displayed on the meter. The customer also observed the low battery and booklet icons. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.